Event description:
It was reported that during a mastectomy procedure, the clips were severing the vessel. A competitor's device was used to complete the procedure. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Evaluation summary: as a lot number was not received, a device history review could not be performed.